Event description:
Gii #823, the distal weld of the guide wire is not present; the severed area displays characteristics of normal fatigue, such as one might note if the guide wire met resistance during manipulation and been forcefully removed rather than by determining the cause of the resistance prior to removal. No corrective can be recommended for the guidewire that appears to have broken from normal fatigue. Again, the instructions for use provided with this product instruct the user to determine the cause of resistance before removing the guide wire and if the cause of resistance cannot be determined, the guide wire and catheter should be removed simultaneously.